Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary hip fracture procedure 2 batches of simplex cement (same catalog and lot) were mixed together and loaded into the gun. When the cement was injected into the canal, the surgeon reported he hardly saw any cement in the canal and the gun was empty. The cement was removed and 3 batches (of the same lot code as the first two) were mixed together and injected, with excess cement left over (as expected). For both times, rep confirmed there are no allegations on the setting of the cement (consistency, etc were as expected). Rep witnessed the mixing of the cement both times to ensure the cement was mixed properly. Procedure was completed successfully with a delay of approximately 20 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.